Manufacturer narrative:
Concomitant medical products: product ID: 37713, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 355024, lot# n122858, implanted: (B)(6) 2011, product type: accessory. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 39286-30, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
Information received from the patient reported that a power-on-reset (por) message was seen on their programmer and that the therapy from their implantable neurostimulator (ins) had stopped. The patient stated that they had the device off for a week and turned it back on the day prior to report. They charged the ins to 3/4 full and saw the por message. With assistance from the manufacturer's patient's services the por was able to be cleared by pressing the synch key on the programmer, pressing any arrow on the navigation button, and then pressing the synch key again to complete the reset. It was then confirmed that the therapy was back on and that the therapy was adequate. The indications for use for the implanted device were noted as peripheral neuropathy and spinal pain. If additional information is received, the event will be updated.